Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a high-pressure fault was identified during the morning checks. The ventilator did not issue any alarms for high pressure. The battery voltage was checked and was reading 3.6v, indicating normal functionality. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed as the device was fully functional. No action is required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.